Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the power switch due to design.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the power button was stuck while depressed. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.